Event description:
It was reported that the relion® pen needle failed to deliver insulin during the injection and while priming. Additionally, insulin leaked from around the hub during the injection. The following information was provided by the initial reporter: "no insulin flow when taking injection leakage around hub when taking injection does not prime before injection".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Appearance and clog test were inspected for 7 retention samples, all results passed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: customer returned a total of 34 pen needles. All were 4mm, 32 gauge nano pen needles from lot 0136699. None of them were observed to have bent needles. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needle. The saline flowed as intended through the system. None of the pen needles were clogged and they did not leak once all pressure was pushed out of the system. DHR was reviewed for lot#0136699 and no qn found. DHR file contains: pen needle assembly manufacture record. Pen needle assembly inspection record. Pen needle out-going inspection record. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of leakage. Bd was unable to replicate or confirm the customer¿s indicated failure of needle clogs. Bd was unable to replicate or confirm the customer¿s indicated failure of bent needles. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the relion® pen needle failed to deliver insulin during the injection and while priming. Additionally, insulin leaked from around the hub during the injection. The following information was provided by the initial reporter: "no insulin flow when taking injection. Leakage around hub when taking injection. Does not prime before injection."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle failed to deliver insulin during the injection and while priming. Additionally, insulin leaked from around the hub during the injection. The following information was provided by the initial reporter: "no insulin flow when taking injection leakage around hub when taking injection does not prime before injection".